Event description:
It was reported that patient was no longer getting adequate therapy and had lost coverage. Upon impedance check, several contacts noted on the right and left leads. The patient was reprogrammed and was able to regain stimulation. It was also found out that the leads were fractured and were revised and returned for analysis.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6) device evaluation indicated the allegation of damaged lead has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5100618.

Event description:
It was reported that patient was no longer getting adequate therapy and had lost coverage. Upon impedance check, several contacts noted on the right and left leads. The patient was reprogrammed and was able to regain stimulation. It was also found out that the leads were fractured and were revised and returned for analysis.